Event description:
Narrative from staff: during a robotic gastric bypass procedure it was noted that just prior to the first firing of the stapler the robotic system was stating that the stapler load had already been fired. The scrub technician rechecked the reload to ensure that it was inserted correctly and noted that there were no visible staples in the reload. The stapler reload had been manufactured and passed through the process without having any staples loaded into the reload. Manufacturer response for stapler reload, sureform 60 reload (per site reporter): the representative was made aware, and arrangements have been made for him to pick up device.